Event description:
A vague report was received from the facility of an infusion pump that failed a flow rate accuracy test. No additional info was able to be obtained. There was no pt injury or medical intervetnion required. During service by a baxter technician, the device was found to overinfuse.